Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position and remove was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Sterile/unopened ht-command 300cm guide wires were returned to abbott vascular (same part and lot numbers) for further analysis and the analysis was unable to confirm the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other ht command es guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure to treat a non-calcified lesion in the non-tortuous posterior tibial artery, a hi-torque (ht) command es guide wire was advanced via common femoral artery access to the lesion without issue. When attempting to advance a non-abbott balloon catheter over the ht command guide wire, the balloon catheter became stuck (unable to advance or retract) on the ht command guide wire prior to entering patient anatomy. Both the balloon catheter and guide wire were withdrawn as a single unit. Another same size and lot ht command es guide wire was advanced to the lesion without issue. Another non-abbott balloon catheter was advanced over the new ht command es guide wire and to the lesion without issue; the balloon was inflated then deflated without issue. However, when attempting to re-position the balloon catheter over the ht command es wire, this balloon catheter became stuck (unable to be advanced or retracted) on this guide wire. Both devices were withdrawn as a single unit. An unspecified coronary guide wire was used successfully with another non-abbott balloon catheter to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.